Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #2 may have caused or contributed to the events as alleged by the patient¿s attorney. Medical records were not provided and no device or patient outcome has been alleged. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device #2 implanted on (B)(6) 2010. An additional emdr was submitted to represent the bard device #1 implanted on (B)(6) 2005. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for the repair of a recurrent incisional hernia. As reported, the patient's hernia was repaired with a bard/davol composix kugel, reference number 0010208 (device #1). On (B)(6) 2008: the patient presented to his physicians with complaints of pain and a recurrent incisional hernia necessitating surgical intervention. The surgeon noted that below the fascia was a piece of "buckled kugel composix mesh" and extensive lysis of adhesions was performed and the buckled piece of mesh was excised. It is alleged that a "biologic mesh was placed to repair the recurrent hernia." On (B)(6) 2010: the patient underwent another surgery for the repair of a recurrent incisional hernia. As reported, there was found to be herniation between he previous layers which were debrided. As reported, the patients recurrent hernia was repaired with a bard/davol composix kugel, lot number husl0413, reference number 0010208 (device #2). As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #2 may have caused or contributed to the events as alleged by the patient¿s attorney. Medical records were not provided and no device or patient outcome has been alleged. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the composix kugel implanted to treat the patient's recurrent incisional hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the mesh ¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2005: the patient underwent surgery for the repair of a recurrent incisional hernia. As reported, the patient's hernia was repaired with a bard/davol composix kugel, reference number (B)(4) (device #1). (B)(6)2008: the patient presented to his physicians with complaints of pain and a recurrent incisional hernia necessitating surgical intervention. The surgeon noted that below the fascia was a piece of "buckled kugel composix mesh" and extensive lysis of adhesions was performed and the buckled piece of mesh was excised. It is alleged that a "biologic mesh was placed to repair the recurrent hernia." (B)(6)2010: the patient underwent another surgery for the repair of a recurrent incisional hernia. As reported, there was found to be herniation between he previous layers which were debrided. As reported, the patient's recurrent hernia was repaired with a bard/davol composix kugel, lot number husl0413, reference number (B)(4) (device #2). As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6)2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of composix kugel mesh (device #1). Per operative notes, "there were pieces of mesh (unknown). Multiple hernias were encountered and connected between one single defect. The adhesions were removed. A composix kugel mesh (device #1) was placed in the abdomen and positioned." (B)(6)2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of biologic mesh and removal of composix kugel mesh (device #1). Per operative notes, "an outer mesh layer superficial to the fascia was encountered. The fascia was opened, below was a piece of buckled composix kugel mesh (device #1), this was dissected free and lysis of adhesions were performed. A piece of biologic mesh was positioned and sutured circumferentially." (B)(6)2010 - patient was diagnosed with recurrent incisional hernia thereby underwent debridement of abdominal wound and portion of mesh and implant of composix kugel mesh (device #2). Per operative notes, "some hernias were identified with a larger hernia on midline. Herniation between layers of mesh was noted and it appeared to be a allograft. The mesh was debrided and lysis of adhesions was performed. Some omentum was divided and oozing. The hernia was reduced and the composix kugel (device #2) was placed. The area was irrigated and drain was placed." Attorney alleges that the patient had adhesions, pain and hernia recurrence.